Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a captivator small hexagonal snare was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the loop wire broke inside the patient, leaving the loop open. It was confirmed that nothing detached inside the patient and the procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4) for the reported event: loop broke. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. There is not enough information and evidence available to determine a root cause.